Event description:
The complainant alleged that a 60 year old male was being monitored when they received a "check pads" message on the screen. The complaint indicated there was no adverse effect to the pt as a result of this reported event.